Event description:
The patient reportedly receives no benefit from use of the cochlear implant. The electrode array is reportedly not in the cochlea. Surgery has been scheduled to re-position or explant the patient's device as required.